Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress with the front panel assembly. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the touchscreen is non-responsive. The customer reported screen delamination and determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.